Event description:
It was reported that patient's blood sugar level was 41. The patient fell on the stimulator while showering. The stimulator would not turn on. The battery depletion was not normal. The stimulator was replaced. The patient recovered without sequela.

Manufacturer narrative:
Evaluation results: device analysis revealed no anomaly; normal device function. The overdischarge count was one. A power on reset had occurred; the device was recharged using physician mode recharge. The device was placed on the automated test system (ats) to test the various programmable features and output ranges. This testing did not reveal any anomaly. Acceptable, stable output was observed on each electrode pair. Foreign material was found under the connector cover. The insulation coating was scratched.